Manufacturer narrative:
This is a follow up to emdr 9617229-2021-06206. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pain, recall, hardening and swelling". Patient later reported ¿difficulty lifting the arm¿, ¿heaviness in the breast", "tired" and "nodule with lobulated and well-defined contours in the breast". Later, patient reported through patient representative "voluntary recall and the presence of a nodule in the breast", "pain, swelling and hardening of the breast", "encapsulation of the breast and capsular hardening", "capsular contracture and risk of contracting a very serious disease (bia-alcl type cancer)" and "calcifications with typically benign radiological appearance". This record is for the left side. The device remains implanted.